Event description:
It was reported that on an unknown date, the drive shafts were worn and needed to be replaced. This report involves one (1) expedium verse spine system inserter/tightener x25. This is report 14 of 20 for (B)(4). This complaint, (B)(4), is related to (B)(4). (B)(4) captures 20 of the 25 devices. (B)(4) captures the remaining 5 devices.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6). Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.